Event description:
Rptr lists: 1-meningitis (viral?). 2-death within 36 hrs if breast implant not removed and infection under control. 3-multiple sclerosis, chronic fatigue and immune dysfunction syndrome, epstein-barr, cyto-megalo-virus, fibromyalgia, malignant melanoma x6, connective tissue disease. 4-many dental problems and a fistula. Rptr had a "blackout", was hospitalized in 1991 for infection of right breast, pseudomonas; rptr was told she would die if not taken care of. Has had 6 surgeries and excision of more tissue for melanoma. Diagnosed with multiple sclerosis. Rptr writes, "these 'meme' implants took my life away as I knew it!" Rptr lists: "meme" 9/90, 11/90, 2/91, 7/92.